Manufacturer narrative:
Device identifier #: (B)(4). The perforator was returned for evaluation: device history record - cannot be reviewed, the lot number of the involved device is unknown. Failure analysis - visually inspected utilizing unaided eye: organic matter and no eto label were present. Complaint could not be verified (unconfirmed) per the evaluation. The perforator was found to meet all acceptance criteria - tested within specifications (IFU and functional testing). No manufacturing, workmanship, or material deficiency has been identified. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported on (B)(6) 2020 the codman disposable perforator failed to disengage and dura mater was injured while making the 1st burr-hole at the frontal side during a craniotomy procedure. Hemostasis was performed and completed safety although much more bleeding was observed. Therefore the device was changed to another one and the procedure was completed.